Event description:
It was reported the pt experienced difficulty with increasing stimulation using the increase button on the pt programmer. A replacement external device has been sent to the pt.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.